Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. The investigation is confirmed for a partial circumferential rupture. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. The rival pta balloon instructions for use (IFU) provide general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, priduct, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unk). There was no reported retraction difficulty through the sheath. There was no reported patient injury.